Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the one step catheter was placed in the patient and a 50 ml luer lock syringe was attached to obtain fluid for labs. The fluid was drawn into the syringe. The hub then broke off into the luer lock when twisting the syringe to remove it from the one step catheter. This prevented the IV line from being attached to the catheter. The clinician removed the catheter and inserted another to complete the procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. According to internal procedures this assembly operation is manual and therefore susceptible to human error. During assembly, the valve with a slit must be properly placed into the valve body. The valve body and luer/valved connector are then assembled and welded together. It is possible that during this process, the valve was not correctly seated or positioned, leading to detachment during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.